Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The suture of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.